Event description:
It was reported the lead was damaged during explant and lead fragments were left behind in the patient. The reason for the explant was unknown. It was stated that 23.5 cm of the lead was removed. No outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v367301, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(4) 2010).